Event description:
It was reported that the patient had a chest x-ray for copd. Externalized conductors were noted. Electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.